Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The software was reloaded and the cine disk was reformatted. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system displayed a failed system corruption error message. No patient injury was reported.